Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Adjusting knob has cracked. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
The complaint states adjusting knob has cracked. A complaints search identified similar complaints and examination of the device confirms the failure mode. The material of the locking knob of this device as determined from the lot number is radel. Subsequently a design change has been made to the material from radel to avaspire via (B)(4) which is less susceptible to residual stress and resists propagation of cracks. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states adjusting knob has cracked a complaints search identified similar complaints however no device was returned and the complaint cannot be confirmed. The material of the locking knob of this device as determined from the lot number is radel. Subsequently a design change has been made to the material from radel to avaspire via (B)(4) which is less susceptible to residual stress and resists propagation of cracks. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.